Event description:
The pt had an intrathecal catheter implanted. The physician withdrew 5 ml of csf from the catheter with a small gauge needle. It was stated that the needle did not go near the catheter other than at the distal end to the pt. Upon withdrawal of csf, a leak was noted just prior to the 75cm marker on the catheter. The catheter was cut and connected to the new length of catheter. Since the catheter was already positioned, it was not removed but an extension piece was connected instead. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.